Manufacturer narrative:
This complaint has not ben confirmed. Device not returned to MFR, and no lot number info was given so an eval cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
She stated that the product kept coming apart, the bottom and top were not staying together and she had to bite the guard harder for it to not fall off at night. She returned for a new one and the nw one is doing the same thing.